Manufacturer narrative:
(B)(4). The stent remains in the pt. The lot number was not provided. A follow-up will be submitted with all relevant info.

Event description:
It was reported that the pt was having chest pain and dyspnea. A promus stent was implanted in the circumflex a couple of months ago. The pt was told that the implanted stent was a cobalt chromium stent, and based on the results of a prior knee replacement surgery, the pt is allergic to cobalt chromium. A few years prior the pt had a knee replacement and the knee was presenting as infected post surgery; red, hot, swollen. The knee was tapped and no infection was noted. Bloodwork indicated an allergic reaction. A patch test sent from the orthopaedic implant company tested positive to an allergy to her implant and positive specifically for cobalt chromium. This specific implant also contained trace amounts of nickel. There is a possibility of sending the pt to surgery. The pt has been directed to remain on antiplatelet therapy and nitro as needed and is supposed to come back for a follow-up visit in 6 weeks to discuss bypass surgery. The physician could not provide additional details of the implant as it was done by a different physician and he is still waiting for the pt's full cardiac medical records. The physician indicated that in 6 weeks he will provide an update to the pt and will send along medical records as they are received. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.